Event description:
Procedure: gastric bypass. According to the reporter: the device fired staples and cut but would not open off of tissue. The instrument was resected with the use of another device.

Manufacturer narrative:
(B) (4). (B) (4).